Event description:
Adverse skin reaction initially reported, cutaneous reactions were experienced (redness, itchiness). Additional info received at a later date reports erythema and phlyctena around dressing on thigh and abdomen. Ointment and corticoid administered as treatment as a result of the incident.